Event description:
It was reported that the patient was brought in for a left lower extremity revascularization procedure and was found to have a 100% occluded superficial femoral artery (sfa) and popliteal artery. The sfa and popliteal were treated with ballooning and stenting, using non-abbott balloons and stents. Angiographic imaging revealed an area of dye extravasation (perforation) in a side branch of the anterior tibial artery. A non-abbott external compression device was applied to the patient's calf and a non-abbott balloon was inflated in the anterior tibial side branch. The external compression device and there was still an area of significant extravasation noted. An external blood pressure cuff was applied for five minutes, but this also failed to seal the perforation. A graftmaster rx 3.5 x 26 mm stent was implanted in the side branch of the anterior tibial artery. However, the extravasion continued. An additional graftmaster rx stent (3.5 x 16 mm) was deployed in the proximal anterior tibial artery, which unfortunately still did not resolve the perforation. Additional balloon inflations and external compression were attempted using a 3.5 x 80 mm non-abbott balloon and an external blood pressure cuff. The extravasation resolved, leaving sluggish flow to the tibial vessels. Interventional radiology and vascular surgery were consulted and coil embolization was successfully performed. The patient showed no signs of compartment syndrome post procedure or at discharge. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the procedure was to treat a side branch of the anterior tibial artery. It should be noted that the graftmaster rx instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is unknown if the use of the graftmaster outside the indicated anatomy contributed to the reported event.